Manufacturer narrative:
The event of eri was reported to abbott. The ipg was explanted and replaced due to ipg reaching end of life. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients device became inoperable and was no longer providing therapy. As a result, surgical intervention was undertaken wherein the device was explanted and replaced.